Event description:
Of note, patient had very hard healthy bone. While drilling the holes, a screw tip broke and was retained inside the ulna in the intramedullary canal. This was proximal in the area of the olecranon. It was not intra-articular. This was confirmed with orthogonal views with c-arm and live fluoroscopy. This was retained as it would cause significantly more damage trying to remove this from the intramedullary canal of the proximal ulna.